Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a 31mm valve implanted in tricuspid position was disabled via a valve-in-valve procedure after an implant duration of 3 years, 2 months due to severe regurgitation. A 29mm transcatheter valve was implanted successfully. Patient tolerated procedure well without any immediate post-procedural complications. Patient was discharged home in stable condition on pod #2.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remains implanted. The root cause for the regurgitation was indeterminable; however, it was likely due to patient related factors and the progression of the underlying valvular disease pathology. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported that a 31mm valve implanted in tricuspid position was disabled via a valve-in-valve procedure after an implant duration of 3 years, 2 months due to regurgitation. A 29mm transcatheter valve was implanted successfully.